Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that following insertion, the patient experienced infection and urinary problems. It was also reported that the patient underwent an anterior colporrhaphy on (B)(6) 2009 due to cystocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2016 by (B)(6) due to erosion.

Manufacturer narrative:
Date sent to the FDA: 4/21/2017. It was reported that the patient concurrently underwent bilateral sacrospinous ligament fixation.

Event description:
It was reported that the patient concurrently underwent bilateral sacrospinous ligament fixation.

Manufacturer narrative:
It was reported that following insertion the patient experienced cystocele, dyspareunia, urinary frequency and mixed urinary incontinence.